Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The insulin pump alarmed no delivery during a basal delivery and prime. She dropped the insulin pump and a scratch was near the reservoir chamber. The reservoir icon never appeared to be full, even after it was filled up to 300 units. The icon only appeared half full. Customer's blood glucose level was 499 mg/dl. The device was not returned.